Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that stimulation was not giving the patient back pain relief and they had not been using it for a long time. It was asked but unable to be clarified what a long time meant. The health care professional (hcp) discussed trying hd settings. The battery was interrogated and found to be in overdischarge due to not charging for a long period of time. A physician mode recharge (pmr) was performed and when the manufacturer representative went to clear the power on reset it was found that the battery had reached end of service (eos) after becoming completed discharged. The issue was resolved at the time of the event. No surgical intervention was planned or performed. Patient weight and medical history were asked but would not be made available. The patient¿s current status was reported to be alive with no injury. Additional information was received on 2017-06-21 from the manufacturer representative reporting that the hcp office was made aware of the event. Once the battery was pulled out of overdischarge then end of service (eos) was reached prior to the 9 year normal life. It was also clarified that a surgical intervention was not scheduled at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.